Event description:
Event verbatim [preferred term] an open burn over one of the areas where the heat patch was [thermal burn] , an open burn over one of the areas where the heat patch was [wound] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "I have been using this product for years without any issues. I used one on saturday and when I took it off I noticed an open burn over one of the areas where the heat patch was. I was unable to use the product the next day due to having the burn. I have a picture of the burn but was unable to attach it to this. This was very upsetting to me. I was not under the care of a doctor when I used this product as it was just the menstrual heatwraps". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (17jun2018): new information received from a contactable consumer includes: patient denied being under the care of a physician. Company clinical evaluation comment: based on the information provided, the events of thermal burn and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] an open burn over one of the areas where the heat patch was [thermal burn] , an open burn over one of the areas where the heat patch was [wound]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated "I have been using this product for years without any issues. I used one on saturday and when I took it off I noticed an open burn over one of the areas where the heat patch was. I was unable to use the product the next day due to having the burn. I have a picture of the burn but was unable to attach it to this. This was very upsetting to me". The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
An open burn over one of the areas where the heat patch was/ a red area that was starting to blister/burn blister/an open burn over one of the areas where the heat patch was [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient (non-pregnant, no postmenopausal) started to use thermacare heatwrap (thermacare menstrual), lot number: n32607 and expiration date: mar2019, from (B)(6) 2018 at 1 patch for 8 hours for menstrual cramps. The patient's medical history and concomitant medications were not reported. Concomitant medications paracetamol (tylenol) from (B)(6) 2018. The patient previously used thermacare heatwraps in (B)(6) 2018, 3 patches-each patch for 8 hours a day for an unspecified indication with no adverse effect. The patient previously used other heat product for pain relief (electric heating pad, hot water bottle, microwave in (B)(6) 2018 for 2 hours and did not experience problem/symptom. The patient had been using thermacare menstrual for years without any issues. She used one on saturday and when took it off, noticed an open burn over one of the areas where the heat patch was in (B)(6) 2018. She reported large blister/burn on skin, noticed a red area that was starting to blister when patch was removed. The event burn/blister lasted 3 days. She was unable to use the product the next day due to having the burn. She had a picture of the burn but was unable to attach it to this. This was very upsetting. The patient was not hospitalized and no treatment or recommendation was given. She did not consult a healthcare professional for the problem(s)/symptom(s). The patient considered the event 'an open burn over one of the areas where the heat patch was' was associated with blister or any indication provided by the reporter that suggests this may have been a burn blister or second degree burn. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin, abnormal skin conditions. The color of the box purchased was red box. The product was not remaining. The patient attached the adhesive to clothing. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, reported as after 6 hours. She read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. Clinical outcome of the events was resolved in 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (17jun2018): new information received from a contactable consumer includes: patient denied being under the care of a physician. Follow-up (30aug2018): new information received from a contactable consumer includes: age, gender, device lot number, expiry date, start date, stop date, dose, indication, action taken, concomitant medication, events onset date, events outcome. The patient was not hospitalized and no treatment or recommendation was given. Subsumed "a red area that was starting to blister/burn blister" and "an open burn over one of the areas where the heat patch was" into "an open burn over one of the areas where the heat patch was" and recoded to burn blister. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "an open burn over one of the areas where the heat patch was". The cause of the "open burn over one of the areas where the heat patch was" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] an open burn over one of the areas where the heat patch was/ a red area that was starting to blister/burn blister/an open burn over one of the areas where the heat patch was [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient (non-pregnant, no postmenopausal) started to use thermacare heatwrap (thermacare menstrual), lot number: n32607 and expiration date: mar2019, from (B)(6) 2018 at 1 patch for 8 hours for menstrual cramps. The patient's medical history was not reported. Concomitant medication included paracetamol (tylenol) from (B)(6) 2018. The patient previously used thermacare heatwraps in (B)(6) 2018, 3 patches-each patch for 8 hours a day for an unspecified indication with no adverse effect. The patient previously used other heat product for pain relief (electric heating pad, hot water bottle, microwave in (B)(6) 2018 for 2 hours and did not experience problem/symptom. The patient had been using thermacare menstrual for years without any issues. She used one on saturday and when took it off, noticed an open burn over one of the areas where the heat patch was in (B)(6) 2018. She reported large blister/burn on skin, noticed a red area that was starting to blister when patch was removed. The event burn/blister lasted 3 days. She was unable to use the product the next day due to having the burn. She had a picture of the burn but was unable to attach it to this. This was very upsetting. The patient was not hospitalized and no treatment or recommendation was given. She did not consult a healthcare professional for the problem(s)/symptom(s). The patient considered the event 'an open burn over one of the areas where the heat patch was' was associated with blister or any indication provided by the reporter that suggests this may have been a burn blister or second degree burn. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin, abnormal skin conditions. The color of the box purchased was red box. The product was not remaining. The patient attached the adhesive to clothing. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, reported as after 6 hours. She read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. Clinical outcome of the events was resolved in 2018. As of 03aug2015, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "an open burn over one of the areas where the heat patch was". The cause of the "open burn over one of the areas where the heat patch was" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (17jun2018): new information received from a contactable consumer includes: patient denied being under the care of a physician. Follow-up (30aug2018): new information received from a contactable consumer includes: age, gender, device lot number, expiry date, start date, stop date, dose, indication, action taken, concomitant medication, events onset date, events outcome. The patient was not hospitalized and no treatment or recommendation was given. Subsumed "a red area that was starting to blister/burn blister" and "an open burn over one of the areas where the heat patch was" into "an open burn over one of the areas where the heat patch was" and recoded to burn blister. Follow up (18sep2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.